Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that patient wants to make an appointment with a manufacturer rep to check her device since she will be having a procedure and "stuff put in her neck" but needed to have her device checked. When asked if the procedure and "stuff put in her neck" were unrelated to device or therapy? Patient stated that they were not sure, patient lost about 52 lbs couple of months ago and they think the device (implant) has moved because it won't charge. A rep was going to contact the patient. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the ins wouldn't recharge since about 6-7 months ago. The patient said she could barely walk since the stimulator couldn't be recharged. The patient said between the spine and sciatica they can barely move. The patient said since about a month and half ago, since she lost weight, the stimulator was not in the same spot. The patient said it had turned over. The patient mentioned seeing the hcp for her neck. The hcp did a CT scan and noticed that the ins has turned over. The patient mentioned that she has an appointment with a neurosurgeon on (B)(6) 2019 regarding the issue. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received about a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that they cannot feel their implant and think that it has turned/moved in her body. The patient stated that they were in pain. The patient was instructed to follow up with their health care provider. The patient was also sent physician listings as they did not have a hcp. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that they had poor/no telemetry with recharging (ins was not recharging). They stated that they were getting the reposition antenna screen on their recharger. They stated that they had lost 40 pounds and the implant had moved in their back. It was asked but was unknown when the patient last had stimulation, but they stated that they last successfully charged their device two or three months ago. The patient was redirected to follow-up with their healthcare provider (hcp) to address the possible overdischarge. It was reported that the reposition antenna screen was seen on (B)(4) 2019 and it was noticed that the ins had moved the other (specific date was asked for but was unknown). No further complications were reported/anticipated.